Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort and pain during a trial period. It was noted that the patient felt a pinching sensation on the skin and tenderness at the lead site. The patient underwent a lead explant procedure and was doing well post-operatively. The explanted trial leads were not returned as they were kept by the medical facility.